Event description:
As reported by the user facility information by bbm sales organization in singapore: "suspected overinfusion" according to the complainant there is a suspected over infusion of fentanyl.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The history files from (B)(6) 2024 and (B)(6) 2024 were investigated. On (B)(6) 2024 a terumo 50 ml syringe was inserted and the infusion started with a rate of 50ml/h and a volume of 45ml at 11:40pm. At 11:53 pm the infusion was change to 30ml/h and change back to 50ml/h at 12:37 am on (B)(6) 2024 . At 12:47 am the pre-alarm vtbi near end occurred and the infusion was stopped by the customer. At this time, 40,87ml was infused. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.